Manufacturer narrative:
Continued h.6 health effect impact code: f2203 imaging required. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient's representative reported left side rupture, capsular contracture baker grade unknown and silicone leakage. Device has been explanted.